Manufacturer narrative:
Sample is collected in a greiner serum tube with a gel separator. Digoxin qc was within the customer's established ranges at the time of the event. There was no indication that service was dispatched for this event. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc (bci), in regards to obtaining a higher than expected digoxin result above the therapeutic range for one patient that was generated by the access 2 immunoassay system. Subsequent testing produced lower results above the therapeutic range but outside of the expected assay precision of ten percent (10%). No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.